Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements. An x-ray was performed and revealed that the device had migrated in the pocket, resulting in the dislodgement of the ra lead. A revision was performed and the ra lead was repositioned. All measurements were in normal range. Three days later, it was discovered through another x-ray that the ra lead dislodged a second time. A second revision was performed and the ra lead was repositioned again. In addition, the device was cleaned and repositioned back into the pocket prior to closure. No additional adverse patient effects were reported. The ra lead remains implanted and in service.